Event description:
Patient on continuous pulse ox at start of shift. When assessing patient chart further during the shift, it was noted that the patient was having low spo2 [peripheral capillary oxygen saturation] reading according to what was filing into the epic chart with the associated phillips monitor. Nurse went to bedside to assess patient. Cord changed, pulse ox probe change and placed on finger on opposite hand. Nurse continued to monitor patient and spo2 values being pulled into the chart and discrepancies still noted. Portable vitals unit brought into room to ensure patient spo2 was stable at >90% and was accurate even though the data pulling the into chart was not. It [information technology] was called and came to bedside. Monitor was assessed and correct monitor for room was correct monitor associated to patient chart. Sim number verified and accurate. Work order placed by it for further work up on unit for diagnostics. Patient placed on tele box with continuous pulse ox to promote patient safety and accurate monitoring.